Event description:
During a coronary artery drug eluting stenting treatment procedure the shaft fractured. The physician successfully deployed a liberte' bare metal stent of unknown size in the right coronary artery (rca). When the physician was removing the catheter the shaft broke. The physician was able to remove the entire stent delivery system with no patient complications. Patient condition is ok.